Event description:
It was reported that an episode of vt was diagnosed as svt. The patient was presyncopal to this. Programming changes were made. The patient was stable following programming changes. The patient will continue to be monitor on merlin.

Event description:
New information notes that the patient presented in the hospital after receiving a high voltage therapy on (B)(6) 2017. The following day, atp was observed due to the device inappropriately discriminated the rhythm as vt instead of svt. It was noted that interval stability discriminated an svt as vt while morphology accurately discriminated the rhythm as svt. Programming changes were made. The patient was stable before, during, and after the device interrogation and will continue to be monitored.